Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00140 to 3012447612-2020-00149.

Event description:
It was reported that during a spondylolisthesis correction procedure, the tulip heads shifted allowing the rods to bend towards the vertebrae rather than the vertebrae shifting to the location of the rod. The correction of the deformity was ineffective, the implants were tightened and left in place to complete the case. There were no reported additional patient impacts and no revision is scheduled at this time. This is report eight of ten.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 2000-2450 pol 5.5 ti 6.5x50mm ma screw lot#: ni qty: 4. Catalog#: 2000-1008 pol 5.5 ti derotation plug lot#: ni qty: 3. Catalog#: 2000-5150 pol 5.5 ti 50mm ti curved rod lot#: ni qty: 2. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.